Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after receiving inappropriate therapy due to noise. It was suspected that the noise was caused by metal to metal contact between the right atrial and right ventricular leads. The leads were suspected to be damaged. The leads were capped and replaced on (B)(6) 2017. The patient was stable.